Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that there was an error code e433 displayed on an hf unit "esg-400". The footswitch was removed while on standby and the error code continued. The event occurred during the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (e433 error code) was confirmed due to a faulty generator board. In addition, there were minor scratches and dings on the top cover and front panel, and the UDI labels need upgrade. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error code e433 (internal software or hardware error) issue could not be determined, however, the issue was found to found to likely be the result of a faulty generator circuit board. The event can be detected/prevented by: further use of the device is prevented by the system until the error has been corrected, as such, the user is required to check the function of all devices used prior to a procedure. The instructions for use also state that a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.